Event description:
Patient presented to (B)(6) for left partial nephrectomy. Due to the size of the mass the surgical team decided to do a full nephrectomy. The 45 mm straight da vinci xi stapler was used. After the stapler was placed on the renal artery the stapler only fired to 24 mm and stopped. It would not complete the firing. An endo gia was quickly obtained and used to complete the dissection without bleeding. The da vinci xi wrench was used to remove the stapler manually. After close inspection of the unit it was noted that one small white plastic peg on the inside of the stapler was broken. The staple load and the stapler were given to the inventory specialist.